Manufacturer narrative:
(B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set disconnected from a clearlink system non-dehp soln set. This issue occurred during priming with lipids. It was further reported that the disconnection resulted in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.